Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042338) on 06-jul-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and neuropathy peripheral ('neuropathy of arms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced neuropathy peripheral (seriousness criterion disability), headache ("piercing headaches"), oedema ("edema"), feeling abnormal ("pregnancy like symptoms during period"), asthenia ("lack of energy/weakness"), hypoaesthesia ("arm numbness") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neuropathy peripheral, headache, oedema, feeling abnormal, asthenia, weight increased, hypoaesthesia and pelvic pain outcome was unknown. The reporter considered asthenia, feeling abnormal, headache, hypoaesthesia, medical device removal, neuropathy peripheral, oedema, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Events arm numbness and pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5042338) on 06-jul-2015. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and neuropathy peripheral ("neuropathy of arms") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced neuropathy peripheral (seriousness criterion disability), headache ("piercing headaches"), oedema ("edema"), feeling abnormal ("pregnancy like symptoms during period"), asthenia ("lack of energy/weakness"), hypoaesthesia ("arm numbness") and pelvic pain ("pain"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2015/hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered asthenia, feeling abnormal, headache, hypoaesthesia, medical device removal, neuropathy peripheral, oedema, pelvic pain and weight increased to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2013, however it was entered in argus as (B)(6) 2013. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated from (B)(6) 2013 to (B)(6) 2013. Annex f15 and f12 added. Reporter lawyer added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and neuropathy peripheral ('neuropathy of arms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced neuropathy peripheral (seriousness criterion disability), headache ("piercing headaches"), oedema ("edema"), feeling abnormal ("pregnancy like symptoms during period"), asthenia ("lack of energy/weakness"), hypoaesthesia ("arm numbness") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neuropathy peripheral, headache, oedema, feeling abnormal, asthenia, weight increased, hypoaesthesia and pelvic pain outcome was unknown. The reporter considered asthenia, feeling abnormal, headache, hypoaesthesia, medical device removal, neuropathy peripheral, oedema, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: (B)(4) on 06-jul-2015. The most recent information was received on 02-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") and neuropathy peripheral ("neuropathy of arms") in a 51 year-old female patient who had essure inserted (lot no: a96186) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device uneffective"). The patient had a medical history of abnormal uterine bleeding, abdominal pain, ovarian cyst, paratubal cyst, endometriosis, pelvic pain, dysfunctional uterine bleeding, parity 2 and gravida ii. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pregnancy with contraceptive device (seriousness criteria medically important and intervention required), neuropathy peripheral (seriousness criterion disability), headache ("piercing headaches"), oedema ("edema"), feeling abnormal ("pregnancy like symptoms during period"), asthenia ("lack of energy/weakness"), hypoaesthesia ("arm numbness") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2015/hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pregnancy with contraceptive device, neuropathy peripheral, headache, oedema, feeling abnormal, asthenia, weight increased, hypoaesthesia and pelvic pain were unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2012 and the estimated date of delivery was on (B)(6) 2013. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered asthenia, feeling abnormal, headache, hypoaesthesia, neuropathy peripheral, oedema, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as on (B)(6) 2013, however it was entered in argus as on (B)(6) 2013. Right tube: 3 coils, left tube: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.508 kg/sqm. [Hystero salpingogram] on (B)(6) 2013: findings: preliminary film demonstrates bilateral essure micro-inserts, cervix was cannulated and contrast injected. This demonstrates normal appearing uterine cavity. Fallopian tubes are not filled with contrast bilaterally, impression: bilateral essure micro-inserts in position. Bilateral occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pregnancy with contraceptive device and device ineffective. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical device removal was updated to pregnancy with contraceptive device and device uneffective, reporters, patient information, medical history, lab data, lot no., expiry date, drug removal date, added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5042338) on 06-jul-2015. The most recent information was received on 09-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") and neuropathy peripheral ("neuropathy of arms") in a 51 year-old female patient who had essure inserted (lot no. A96186) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device uneffective"). The patient had a medical history of abnormal uterine bleeding, abdominal pain, ovarian cyst, paratubal cyst, endometriosis, pelvic pain, dysfunctional uterine bleeding, parity 2 and gravida ii. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pregnancy with contraceptive device (seriousness criteria medically important and intervention required), neuropathy peripheral (seriousness criterion disability), headache ("piercing headaches"), oedema ("edema"), feeling abnormal ("pregnancy like symptoms during period"), asthenia ("lack of energy/weakness"), hypoaesthesia ("arm numbness") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2015/hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pregnancy with contraceptive device, neuropathy peripheral, headache, oedema, feeling abnormal, asthenia, weight increased, hypoaesthesia and pelvic pain were unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2012 and the estimated date of delivery was on (B)(6) 2013. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered asthenia, feeling abnormal, headache, hypoaesthesia, neuropathy peripheral, oedema, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2013, however it was entered in argus as (B)(6) 2013. Right tube:3 coils. Left tube:4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.508 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: findings: preliminary film demonstrates bilateral essurc micro-inserts, cervix was cannulated and contrast injected. This demonstrates normal appearing uterine cavity. Fallopian tubes are not filled with contrast bilaterally, impression: bilateral essure micro-inserts in position. Bilateral occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pregnancy with contraceptive device and device ineffective. The most recent follow-up information incorporated above includes data received on: 09-dec-2023: no new information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5042338) on 06-jul-2015. The most recent information was received on 11-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") and neuropathy peripheral ("neuropathy of arms") in a 51 year-old female patient who had essure inserted (lot no. A96186) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device uneffective"). The patient had a medical history of abnormal uterine bleeding, abdominal pain, ovarian cyst, paratubal cyst, endometriosis, pelvic pain, dysfunctional uterine bleeding, parity 2 and gravida ii. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pregnancy with contraceptive device (seriousness criteria medically important and intervention required), neuropathy peripheral (seriousness criterion disability), headache ("piercing headaches"), oedema ("edema"), feeling abnormal ("pregnancy like symptoms during period"), asthenia ("lack of energy/weakness"), hypoaesthesia ("arm numbness") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2015/hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pregnancy with contraceptive device, neuropathy peripheral, headache, oedema, feeling abnormal, asthenia, weight increased, hypoaesthesia and pelvic pain were unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2012 and the estimated date of delivery was on (B)(6) 2013. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered asthenia, feeling abnormal, headache, hypoaesthesia, neuropathy peripheral, oedema, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2013, however it was entered in argus as (B)(6) 2013. Right tube: 3 coils. Left tube: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.508 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: findings: preliminary film demonstrates bilateral essurc micro-inserts, cervix was cannulated and contrast injected. This demonstrates normal appearing uterine cavity. Fallopian tubes are not filled with contrast bilaterally, impression: bilateral essure micro-inserts in position. Bilateral occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pregnancy with contraceptive device and device ineffective. Lot number: a96186. Manufacture date: 2013-05. Expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042338) on 06-jul-2015. The most recent information was received on 27-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and neuropathy peripheral ('neuropathy of arms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced neuropathy peripheral (seriousness criterion disability), headache ("piercing headaches"), oedema ("edema"), feeling abnormal ("pregnancy like symptoms during period") and asthenia ("lack of energy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neuropathy peripheral, headache, oedema, feeling abnormal, asthenia and weight increased outcome was unknown. The reporter considered asthenia, feeling abnormal, headache, medical device removal, neuropathy peripheral, oedema and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 27-feb-2020: content from social media received. Event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.